Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were unresponsive to presses. No further information was reported. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/08/2012 with the following findings: the contrast button was found to be intermittently responding to presses. The issue is not likely to result in an adverse event as the contrast button does not have an effect on the insulin delivery function. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).